Event description:
A past cartridge change error was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer through a series of checks and cleaning procedures, including inspecting and cleaning the pneumatic tap area, after which the customer was able to successfully complete the cartridge loading process and resume insulin delivery.